Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stroke is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. Subject device remains implanted.

Event description:
It was reported that on the day a successful the stent-assisted coil embolization of an unruptured left basilar apex, the patient experienced a stroke that required hospitalization/prolonged hospitalization. The stroke was resolved after approximately 2 weeks with residual effects. According to the site, the stroke was possibly related to the procedure and unknown if related to the implanted coils (subject devices).